Manufacturer narrative:
The field service technician was able to confirm the reported event. The root cause was determined to be due to the power control board. A misapplied electrical component could cause a failure resulting in the smoke blower and/or the vacuum pump to not function. The power control board was replaced and the unit was returned to service.

Event description:
It was reported that the smoke evacuator failed. There was no patient involvement and no adverse consequences associated with this event.

Event description:
It was reported that the smoke evacuator failed. There was no patient involvement and no adverse consequences associated with this event.